Event description:
Reportedly, the surgeon was using the ta stapler to close the rectum while preparing to perform a low anterior resection. The ta was placed and the pin was placed manually and verified that it was seated. The handle was closed (cannot confirm if the first squeeze was completed) and the instrument was attempted to fire. The handle could not be closed completely so it was opened and repositioned. The instrument was closed and fired. The tissue was transected and stapler removed. During the next steps of the procedure, the staple line was found to be wide open and the staples were still u shaped and showed no signs of bending. The bowel could not be reclosed. A manual purse string was placed resulting in a less reliable (surgeon's belief) transanal circular anastomosis and required a diverting colostomy to allow for the colon to heal. The pt had severe endometriosis that had invaded the ureters and bowel. Procedure:laparotomy.